Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The control unit, motor housing, working length, tip housing/tip were microscopically examined. The coil is stretched, unraveled and pulled away from the shaft at the proximal solder and at the distal end of the coil. The tip is covered in solidified contrast. There was no other damage or irregularities identified during analysis. Functional testing was performed by turning on the device. The device turned on and all the led lights lite up as they were supposed to and the normal audible noise was heard; however, the red light flashed off and on and the device kept beeping during the audible noise. The device vibrated/rotated but the tip did not rotate due to the tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2018. It was reported that rotation resistance was not detected properly. The 100% stenosed target lesion was located in the mildly calcified superficial femoral artery. A truepath¿ cto device was selected for use. During the procedure, it was noted that the alarm of the control unit keeps on sounding. Device was then taken outside the patient's body and when the activation switch was pressed again, alarm of the control unit kept on sounding. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that the coil was pulled away from the shaft at the proximal solder.